Event description:
It was reported that two months after the port was implanted, the pt experienced pain due to drug infiltration. It was discovered that the catheter had fractured in the clavicle area, but was not completely separated. The port and catheter were explanted without any additional complications.